Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and had a high blood glucose event. The customer¿s blood glucose was 463 mg/dl at the time of incident. Customer stated that the insulin pump buttons were unresponsive. The insulin pump was not exposed to a change in altitude and the time is advancing. Customer also reported crack across the back of the insulin pump. Customer had a high blood glucose of 403 mg/dl and treated manual injection customer declined high blood glucose troubleshooting was performed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. All buttons function properly, however corrosion on keypad traces noted during visual inspection. No frozen screen anomalies noted; the time advanced properly. Device received with cracked case next to belt clip rail corner. Device received with cracked battery tube threads, scratched casing, minor scratches on lcd window, peeling display window cover, pillowing keypad overlay, cracked select button on keypad overlay, damaged keypad overlay texture, peeling end cap address label, corrosion on all electronic assemblies, moisture damage on motor home switch and corroded battery tube.